Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device was unable to confirm an issue. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. The analyst noted that the save to disk collected on 2014 (B)(4) shows a power on reset (por) recorded on 2014 (B)(4) and the device had a battery status of ok with the most recent measured battery voltage of 2.149 volts.

Event description:
It was reported that this implantable loop recorder (ilr) could not be interrogated anymore. A re-interrogation attempt was done which was unsuccessful with a new programmer and programmer-header. A third interrogation attempt was done and this showed that the ilr could be interrogated however it mentioned that an electrical reset occurred. The ilr was opened and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.